Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tracheostomy tube lost pressure. The product had been checked prior to use. The tracheostomy tube had been in use for several days when the issue was noticed. The patient had to be recannulated with another tracheostomy tube. There is no report of serious injury or death associated with this report.

Manufacturer narrative:
(B)(4). The product was discarded by the customer. The lot number was not provided. The manufacturing controls and guidelines were reviewed and found acceptable to identify the reported malfunction. Each product undergoes and inflation deflation test prior to release from manufacturing. Any defective products are removed from the lot. The reported malfunction could not be verified.